Manufacturer narrative:
The report of an outflow graft obstruction could not be confirmed. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device - 2 days. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was standing at the bed with the nurse when the patient lost consciousness. The patient recovered within 1 minute once in bed. No fall was reported. A subsequent workup identified high output velocities suggesting obstruction of the outflow graft. The patient was taken to the operating room for surgical revision of the graft on (B)(6) 2017 with resolution. No additional information was provided.